Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the 3.5x12 mm nc trek dilatation catheter was advanced to the uncalcified, non-tortuous, mid right coronary artery without issue. The nc trek was inflated one time to nominal pressure. The physician could not remember how long he held negative pressure to deflate, but it took longer than he expected. The nc trek was able to fully deflate, but it was slow. It was removed from the guide catheter but was in two pieces. The nc trek had separated at the proximal shaft. The physician reported that the nc trek shaft may have been kinked prior to use, but he continued to use it. The procedure continued with a smaller balloon dilatation catheter and the implantation of a stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation and kink were confirmed. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. It was reported by the account that a kink was noted on the shaft before use and the device was still used in the patient. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. The investigation was unable to determine a conclusive cause for the reported kink; however, the reported deflation issue and separation appear to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.